Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that one socket of the ins battery was not working. There were no external contributions. They tried both of the leads in the same socket, then the other, and it was confirmed that the socket was not working. Impedance was as high as 10000 ohms. The ins was replaced and the issue was resolved. The patient was alive with no injury. The issue occurred during a procedure. No further complications were anticipated.

Manufacturer narrative:
Analysis of the returned ins (serial # (B)(4)) found no anomaly. Visual inspection of the ins did not reveal any significant anomalies. The ins connector module/cover as well as the shield/can were scratched, and there was foreign material in the ports. The ins passed a series of defined and qualified automated functional tests. Good stable output was observed. Impedance was tested with a known good lead connected to the ins and the tip of the lead in a saline solution. Normal impedance was measured on all circuits and electrode pair combinations. If information is provided in the future, a supplemental report will be issued.